Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with intravenous vancomycin (dose and frequency not reported) for peritonitis. On an unreported date in the same month as the onset, the patient had his pd catheter removed and the pd therapy was discontinued. Thirteen days after the onset of peritonitis, the patient went to the hospital to get a new pd catheter placed. On an unreported date, the pd therapy was resumed and was ongoing at the time of this report. The patient had recovered from the event of peritonitis. Additional information was requested but is not available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 13k14h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.